Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reportedly, this pacemaker device has not worked in the past years. There was no additional information provided. To date, the device was surgically abandoned. No additional adverse patient effects were reported.